Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral lumbar films preoperatively show advanced arthritis and disc space narrowing. Spinal stenosis is also reported at undisclosed levels. Postop instrumentation extends from t12 to s1, with plif at l4/5 and posterolateral fusion at other levels. Screw loosening is reported at t12 and failure is reported at s1 although the construct is not materially changed on x-ray. Variations on the s1 screw position appear to be related to rotation on the lateral view as the ap has not changed. Revision includes alif at l5, extension of pedicle screws to t11 and addition of pmma augmentation at t11 and t12. Another thoracolumbar failure of bone purchase due most likely to constructs stopping in this region in an osteoporotic patient.

Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.